Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope having wrinkles in several places on the insertion part. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, wrinkles in the insertion tube, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, illumination lens cracked, objective lens cracked, shadows visible in the image, curved rubber bond cracked, curved rubber adhesive part cloudy, foreign matter clogged in the nozzle, scratches found on the tip cover, adhesive part of the objective lens came off, scratches found on the operation part, operating part discolored, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, wrinkles observed in the universal cord, corrosion of the electrical connector contacts, and scratches found on the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.